Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no complaint related issues were found. The relevant dimensions can not be verified anymore because of the damage. Therefore this complaint is indeterminate from a manufacturing standpoint. However, it's clearly visible that the remaining tip of this awl is completely blunt as it is deformed. Also there are marks of hammer blows visible at the handle.

Event description:
It was reported during the implant of femoral nail, the tip of the awl broke off. All of the parts were retrieved. There was no harm to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
(B)(4)